Manufacturer narrative:
Results: the device housing was opened, and no damage was present. The engine was powered on and able to produce a vacuum pressure of approximately -29.0 inhg. A demonstration canister was seated on the returned engine and able to hold a vacuum pressure of approximately -28.0 inhg with all four vacuum indicator lights illuminated. Conclusions: evaluation of the returned engine was unable to confirm the reported complaint. The engine was able to produce a vacuum pressure within specification with all four vacuum indicator lights illuminated. The returned engine was fully functional. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the physician made one pass using the engine and the technician realized that it was not functioning properly. It was reported that the engine sounded like it was turned on but was not aspirating. It was also noted that the first three lights were not illuminated and the fourth light was partly illuminated. The engine was therefore removed and was no longer used in the procedure. The procedure was completed using another engine. There was no report of an adverse effect to the patient.